Event description:
It was reported that insulin squirted out during the manual prime. The numbers did not appear on the screen, and no beeps were heard. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a loose/flush drive support disk. The unit also had cracks on the lcd window corners, reservoir tube and battery threads, as well as a scratched lcd window. The device had a broken reservoir tube lip and missing end cap sticker.